Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant, the implantable cardioverter defibrillator (ICD) had migrated out of the device pocket. The ICD was repositioned and remains in use. No patient complications have been reported as a result of this event.